Event description:
It was reported that during advancement of the 3.0 x 08 mm xience pro x stent delivery system through the sheath, resistance was felt and some force was applied. The proximal shaft separated. The device was not used and there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro x is currently not commercially available in the us. The product code listed and the PMA# listed is based on the predicate device (xience xpedition) and is therefore similar to a device sold in the us.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to position with the introducer sheath or shaft separations from this lot. Based on the reviewed information, no product deficiency was identified.